Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'pump failed downstream occlusion test with 21.8 psi during preventive maintenance (pm)' which was reproduced during evaluation. The cause was determined to be an out of specification downstream sensor readings. The force sensor could not be calibrated and the downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion test. The reported problem occurred during preventative maintenance at biomed service department. There was no patient involvement. No additional information is available.